Manufacturer narrative:
On (B)(6) 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the parts were observed. The stem had the coating partially absorbed (it was remained in the proximal region). Some scratches were noticed in the neck and taper, occurred during the revision, and some fibrotic tissue was observed in the macrostructures. The cup revealed some grooves in the rim, most probably occurred during the removal. The ceramic liner and head did not show particular signs. From the received pieces it was not possible to determine the route cause of the event.

Manufacturer narrative:
On 29 september 2017 the manufacturer of the ceramic components involved in this case (not marketed in the us), provided a document review for the lots involved, reporting as follows: the component properties and the microstructure as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilisation. Due to a lack of ceramic parts further investigations cannot be done. Batch reviews performed on 04 october 2017. (B)(4).

Event description:
The patient complained of a febrile infectious syndrome. The surgeon revised the patient due to infection (streptococcus b), swapping successfully the stem, the head and the liner. The surgery was completed successfully.